Event description:
It was reported that in preparation/prior to sedation for a therapeutic laparoscopic surgery, the rigid video scope had insufficient brightness of the image. The procedure was completed with a similar device. There was no patient harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light bundle of the insertion part was severely depressed and yellow. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light bundle of the insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address 2: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that in preparation/prior to sedation for a therapeutic laparoscopic surgery, the rigid video scope had insufficient brightness of the image. The procedure was completed with a similar device. There was no patient harm or injury reported.